Manufacturer narrative:
The local area sales representative was contacted for additional information. No further information is available at this time and records indicate this device remains implanted. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information was received from the field indicating tachy therapy was electively programmed off per physician order. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to tachy mode being set to other than monitor plus therapy. No adverse patient effects were reported.